Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an ablation interventional procedure. Reportedly, the marker lumen of the first proglide device was unable to be flushed during prep. A second proglide device was successfully flushed prior to use; however, no bleed back was observed from the marker lumen when the device was advanced into the artery. The sutures of four new proglide devices were successfully pre-placed. The sheath was upsized to a 11f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.